Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited undersensing due to small amplitude of atrial signal. No programming changes were made. No patient consequences reported.